Event description:
It was reported the pt is no longer receiving stimulation and has not charged her ipg in two years. The pt stated she does not want to address the issue at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.